Event description:
Information was received from a manufacturer representative regarding a wireless recharger. It was reported that the rep was trying to bond the wireless recharger(wr), but the device keeps flashing the low battery light. Technical services (ts) had the rep dock it and confirmed the green light was on the docking station, but the light continued to flash. Ts had the rep reset the device and the light stopped momentarily, but then starts to flash again. Ts then had rep open up another wr and had rep dock it on the original docking station. That device came out of shipping mode and the rep was able to connect the handset to the wr. Ts recommend that the rep redock the original wr and keep it docked for an hour. If it continued to flash the low battery light, then rep was going to call back and reference this rtg and send back the wr. There was no patient involvement in this event. Additional information was received from the rep: they charged the recharger for 2 hours and were able to resolve the issue, cause was not determined, later they stated they were unable to resolve the issue and they called customer service to return the recharger kit. Additional information was received from the rep: they were unable to resolve the issue by charging it for 2 hours on the docking station.

Manufacturer narrative:
H3 analysis of the returned recharger revealed the leds were cycling, confirming the allegation. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.